Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms were confirmed via the submitted log files. On (B)(6) 2025, the log file captured low voltage hazard, power cable disconnect, and no external power alarms while connected to the mpu. The alarms appeared to activate due to a loss of ac power while connected to the mobile power unit (mpu). The alarms resolved shortly after when power appeared to be restored to the system. The backup battery supported the system without issue during this event. The provided information indicated it is unknown if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, and if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin. Log files were sent for review. The event log captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) on 06oct2025 at 10:13. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) functioned as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.